Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and eleven months post filter deployment, computed tomography revealed the filter perforate the inferior vena cava. Penetration to 19mm noted. Struts contact and penetrate the adjacent vertebral body, contact the aorta and adjacent duodenum. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient and the reason for deployment was not provided. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The filter struts contact the adjacent vertebral body, aorta, duodenum and the patient experienced lower back and abdominal pain; however, the current status of the patient is unknown.